Event description:
It was reported by remote transmission the patient received multiple inappropriate shocks. The right ventricular lead had over sensing and noise. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the distal segment of lead was returned and analyzed. The primary analysis finding noted the distal conductor was fractured (in-vivo) flexed. The outer insulation was breach (in-vivo) with depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.